Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the reprocessing of the colonovideoscope e99 occurred when using it with endoscope processor. The disinfectant had been in use for 24 days, the equipment was stopped and the cleaning and disinfection process was started. No aseside checks were performed. The unspecified procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. However, based on the results of the investigation, it is likely that the event occurred due to the difference of handling of the device and reprocessing method between what was recommended by olympus and recognition of the subject facility. The instructions for use (IFU) state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.